Event description:
Boston scientific received information via the patient's remote monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement. Additional information obtained from the field representative indicated that the cause of the high pli was not determined as the rv lead was a chronically high pacing lead impedance. The clinic will continue to monitor the patient. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.